Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A4 patient weight added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that the patient underwent surgical intervention wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.